Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04329. It was reported the pt could not increase her amplitude using the programmer. The sjm representative met with the pt, and determined there were invalid contacts. The pt was reprogrammed, and the pt received stimulation. In addition, the pt's ipg had an increased recharge burden. The pt reported charging three times in one week. Follow up identified the pt was working closely with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.